Manufacturer narrative:
This foreign report is being submitted (B)(4)-2012 for a device product that is considered same/similar to a us marketed device (ob procomfort superplus 18s). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6)-2012, from a female consumer (age unspecified), reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort super 32s, vaginally, for menstruation (lot number: b3431w42, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the procomfort layer of tampon was missing. This report had no adverse event and the action taken with the device was unknown. Quality investigation received on (B)(4)-2012: during the attributive inspection of the returned product, it was noted that the poly had burst. The tampon was squashed during the manufacturing process wherein the poly burst open. This report was considered a reportable malfunction case in the united states.